Event description:
It was reported that the device discriminator did not withhold therapy for sinus tachycardia. The device was reprogrammed and is still in use. The patient was enrolled in the clinical service study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.